Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's monitor board was replaced as a precaution, as well as the multi-function cable and multi-function receptacle on the device. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's monitor board was replaced as a precaution, as well as the multi-function cable and multi-function receptacle on the device. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.